Manufacturer narrative:
Concomitant medical product(s): lnq11 icm, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the implantable pulse generator (ipg) was noted to be undersensing at maximum sensitivity. The device was explanted and replaced with a device that allowed for a more sensitive operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.